Event description:
A report was received from health canada's canada vigilance program which states, "chemotherapy from secondary bag was found to be free flowing into the primary bag. Primary bag became distended even though secondary bag was empty likely faulty back check valve". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.